Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed there was no image. The image abruptly disappeared and the connecting plug inside the camera head had been disconnected by pulling hard on the cable when disconnecting. A review of the device history record found no deviations that could have caused or contributed to the image disappearing. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the image disappeared due to a connection failure causing the video function not to work properly because the connecting plug of the cable was disconnected by pulling the cable too hard when disconnecting the camera head. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. In addition, the rubber knobs were worn. Per the legal manufacturer, this device defect has no potential to cause or contribute to death or serious injury if the malfunction were to recur. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported there was no image from the subject device. The customer reported the event did not occur during a procedure. There was no harm or user injury reported due to the event.